Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to their general practitioner¿s office complaining of chest pain, inquiring if the device or leads were ¿loose¿. The reporting health care professional noted that the patient had previously had a ¿loose¿ lead but they thought it had been fixed. The device and leads remain in use. No further patient complications have been reported as a result of this event.